Event description:
It was reported that immediately following the suturing of this right atrial (ra) lead, it dislodged from the implant location. The physician attempted to re-implant the sutures around the ra lead, but it dislodged again. The physician tried again and was successful at re-implanting the ra lead. At this time, the lead remains implanted and in-service. No additional adverse patient effects were reported.